Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had stuck button. The issue occurred during diagnostic procedure while patient was under sedation the procedure completed with same device. There were no reports of patient harm.